Event description:
At follow-up, high capture threshold and low sensing were observed. The decision was to reposition the lead; however, the physician inadvertently cut the lead. As a result, the lead was replaced, and will not be returned for analysis.

Manufacturer narrative:
No medwatch form was received.